Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) japanese male patient had impella cp pump inserted for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the physician suspected hemolysis during pump support. Patients plasma free hemoglobin data were not provided. The patient was administered bilirubin adsorption. No further information was provided.